Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose level was 400, 236 mg/dl. The customer declined high blood glucose troubleshooting. The auto mode was not active the time of incident. The customer stated that they were having trouble in getting her transmitter to connect to her insulin pump. The customer stated that they cannot find sensor signal. The troubleshooting was performed for the loss of communication. The insulin pump will not be returned for analysis.